Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to the first of two devices that were used in the same patient and procedure. It was reported to boston scientific corporation that a cre pro wireguided balloon was used during an esophageal dilation procedure performed on (B)(6) 2021. During the procedure, the balloon had a pinhole leak which stopped the balloon from inflating correctly. The second balloon used also had a pinhole leak. The procedure was completed with a third cre pro wireguided balloon. There were no patient complications reported as a result of this event.